Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that late in the procedure, the surgeon encountered bleeding. The uterus had already been removed. The er320 was introduced and applied to the bleeding area. The bleeding continued and the surgeon converted to open. Once open, the surgeon asked for a clip applier. The scrub nurse handed the surgeon the device and when surgeon tried to use it surgeon realized it was spitting clips.